Event description:
Pt questioned if her implanted infusion pump is "leaking". Further she reported having cramping throughout the last 2-3 wks, and a rash and a fever over the implanted pump. The pt reported being given an antibiotic from her physician, and further device troubleshooting is being considered. Additional info has been requested from the pt's physician regarding the reported events, and a follow up report will be sent in new info is received.